Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, around the afternoon close to nighttime, the patient was trying to get something to eat because she felt hypoglycemic, but she was unable and eventually lost consciousness. The patient does not recall what her cgm reading was at the time and prior losing consciousness. The patient was certain that the device was working, the malfunction was not determined. The patient was unaware of how long she had been unconscious before her husband found her. He attempted to wake her up and tried giving her juice but was unsuccessful, so he called an ambulance without bg confirmation, cgm was also unspecified. The patient has no recollection of her bgm readings or any treatment/medication administered when ambulance arrived, during transport, or at the ER. The patient was only informed by hospital staff that her glucose level was low and cgm was no longer working at the time. The patient regained consciousness the following day and remained hospitalized for four days. Since then, the patient has been doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.